Event description:
In 2008, the patient reported that while changing the insulin cartridge, the plunger became stuck to the piston rod and a half cartridge of insulin spilled into the cartridge compartment. He was able to remove the plunger by using a "small tool" and he dried the cartridge compartment with a tissue. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.